Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/29/2026, the patient reported an episode of loss of consciousness (loc) and stated that she did not receive a cgm alert or alarm prior to the event and had inaccuracy. She believed the episode may have been related to elevated glucose levels. Her husband found her unresponsive in the bedroom and was unable to awaken her, prompting him to call 911 for emergency medical assistance. Upon ems arrival, emergency responders administered two bags of medication; however, neither the patient nor her husband could recall the medication name(s) or route of administration. The patient was unable to recall whether blood glucose testing or fsbg measurements were performed by ems during the event. She also could not estimate the duration of her unconsciousness. The patient reported that she was not admitted to the hospital following the incident. A fsbg value of 155 mg/dl and a cgm reading of 369 mg/dl were reported; however, it was not documented when these values were obtained in relation to the chronology of the event. Therefore, the timing and clinical relevance of these glucose values to the reported loss of consciousness could not be determined. At the time of reporting, the patient stated that she had recovered and was not experiencing any ongoing symptoms or complications related to the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.